Event description:
Customer reported that instrument erroneously displayed previous patients demographics when they scanned a barcodes. Customer indicated that 3 patients were scanned incorrectly. There was no report of injury due to this event.

Manufacturer narrative:
The customer was informed that the erroneous patient ID displayed on the instrument was likely due to the "patient list" button being selected on the instrument. Customer has been instructed to disable this setting. Customer disabled the setting. Instrument is performing as intended.